Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynxgrip vascular closure device (vcd) would not shuttle down to be delivered and there was a lot of resistance so device was taken out and manual pressure was held. There was no reported patient injury. The device storage temperature did not exceed 25°celsius and was stored per instructions for use (IFU). No resistance or friction was experienced as the mynx vcd was advanced through the 5f non-cordis sheath, and the 5f non-cordis sheath was not kinked or bent. The sealant was stuck to the device components and would not deliver, with a lot of resistance upon shuttling down. A 5f non-cordis sheath was used. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm, with no vessel tortuosity or presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was certified in using the mynx device. The patient's body mass index (bmi) was not greater than 40 kg/m². Additional information was requested but not provided. The device was discarded; therefore, it will not be returned for evaluation. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2500301 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint shuttle shuttle advancement issue sealant" could not be evaluated. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the advancement issue. However, it is possible that the advancement issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors, both of which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) would not shuttle down to be delivered and there was a lot of resistance so device was taken out and manual pressure was held. There was no reported patient injury. The device storage temperature did not exceed 25°celsius and was stored per instructions for use (IFU). No resistance or friction was experienced as the mynx vcd was advanced through the 5f non-cordis sheath, and the 5f non-cordis sheath was not kinked or bent. The sealant was stuck to the device components and would not deliver, with a lot of resistance upon shuttling down. A 5f non-cordis sheath was used. The femoral artery¿s suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm, with no vessel tortuosity or presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer was certified in using the mynx device. The patient's body mass index (bmi) was not greater than 40 kg/m². Additional information was requested but not provided. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2500301 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.